Event description:
It was reported that during a upper lobectomy procedure, the surgeon reported that the tips of the two appliers were crossing when closing. Switched to a new box, different lot, and continued with case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 04/13/2009. Information anticipated, but unavailable at this time.